Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a47 alarms noted in alarm history due to corrupted history files. Stained address serial number label noted and cracked reservoir tube lip noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's health care provider reported that the customer was hospitalized due to a high blood glucose level and ketones. Blood glucose level was 406.8 mg/dl at the time of admission. Customer was wearing the pump at the time of admission, but it was later removed. The insulin pump's alarm history showed that it returned several different error alarms. Blood glucose level at the time of the call was not provided.